Manufacturer narrative:
The connector on the tubing on the side of the bottle was cracked and leaking. The customer replaced the connector and this resolved the problem.

Event description:
A customer contacted beckman coulter inc. (Bci) stating they had a leak of no foam. No injury was reported.